Manufacturer narrative:
The device was returned to the manufacturer and analyzed. The customer's initial report that the fiber quit functioning, is not considered a reportable issue. Upon analysis of the returned fiber, the fiber's glass cap was found to be detached, the metal cap showed signs of detritus and overheating; the glass cap was returned. The fiber condition would likely result in activation of the system's fiberlife function which will modulate (pulse) the output beam, resulting in reduced tissue vaporization efficiency and or send the system to standby mode. Based on the analysis findings, a detached fiber glass cap may also result in a forward firing condition of the side-firing surgical fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure, resulting in fiber breakage and cap damage. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage.

Event description:
Customer reported that the fiber quit functioning during a prostate procedure. The case was completed with another fiber and there was no injury reported associated with the event. Upon follow-up with the customer, no additional info could be obtained regarding the date of the procedure.